Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the o-ring on the reservoir compartment keeps falling out. The customer¿s blood glucose level was unknown. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.